Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the lp failed to produce adequate current of injury upon fixation. The lp dislodged while moving the catheter to long tether mode. It was elected to not implant the lp and abandon the procedure on (B)(6) 2026. There were no patient consequences.